Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a generalized complaint of smartsite separations that occur when disconnecting a mating device; the white cap that nursing removes by twisting results in the entire clear hub coming off. It is unknown if alcohol caps were used and noted that these separations were replicated on associate product out of the package. There has been no patient harm.

Manufacturer narrative:
Correction on initial report: disregard file because it is deemed not reportable.